Event description:
Complainant alleged that the dr was attempting to defibrillate (joule settings unknown) a male pt (age unknown) using the device paddles, but the device did not discharge. The dr then successfully discharged the device using multi-function electrodes with the device's multi-function cable. The compalinant indicated that there was no adverse effect on the pt as a result of the reported malfunction.